Manufacturer narrative:
With regard to this event the system involved was not returned for investigation only logfiles were provided. Review of the logfiles did not reveal any anomalies. The logfiles indicate that during the surgery the constant irrigation function initially was on and then turned off and on again several times by pressing the bottom left button on the foot pedal. No anomalies were found regarding the reported spontaneously turning off of the constant irrigation function. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Based upon the investigation findings (i.e. No evidence was found in the logfiles and no repeat failures of the reported event have been logged) the cause of the reported event most likely is related to an unintended use error. However, this cannot be determined conclusively since the system involved was not returned for investigation.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
It was reported that during procedure, the constant irrigation was turned off unexpectedly. The surgeon was able to resolve the issue by manual restart of the irrigation. There is no report of patient/user harm. No report of prolonged or delayed surgery.

Event description:
It was reported that during procedure, the constant irrigation was turned off unexpectedly. The surgeon was able to resolve the issue by manual restart of the irrigation. There is no report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
The complaint is under investigation.